Event description:
Had lap-band weight loss surgery on (B)(6) 2008. Never reached desired restriction, band always seemed too tight, even when all fluid was completely removed. Experienced food getting stuck frequently (several times a day some days) when trying to eat, resulting in pain and frequent vomiting for 11 years before; I finally had it surgically removed on (B)(6) 2019. Also developed hernia following surgery in area where port was located. FDA safety report ID# (B)(4).